Manufacturer narrative:
(B)(4)¿ follow up MDR for device evaluation. One unopened sample model mp5301-c, lot 22069279 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a 10 ml bd syringe filled with water and successfully flushed. The customer complaint that the set was unable to flush was not replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model mp5301-c lot number 22069279 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20jun2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information.

Event description:
It was reported while using bd maxplus¿ extension set, pressure rated maxplus¿ needle-free connector there was a clog. This occurred 13 times. There was no report of patient impact. The following information was provided by the initial reporter: injuries or adverse event: no. Item: mp5301-c. Quantity affected: 13 each. Reported issue: do not flush or draw.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.